Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specifications. No failed battery test alarms noted. Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Event description:
It was reported that the customer had a button error alarm on her insulin pump. The customer's blood glucose level was 60 mg/dl. Customer stated that she attempted to bolus and the numbers kept scrolling. Customer stated that they then got a button error alarm. Customer took the battery out and then she got a failed battery test. Customer stated that her blood glucose level was a little low earlier today because she hadn't eaten. Customer treated by eating. Customer stated that she thinks she got the failed battery test alarm because her battery was close to being dead. Customer had removed and reinserted the same battery into the pump. Customer also stated that her leather case broke and she has to put her pump in her pocket. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Insulin pump will need to be replaced. Customer was offered to be sent a belt clip as a courtesy. No additional information provided.